Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that upon inserting the cannula, the connector plate had detached from the infusion set. The customer reported that the same problem occurred with three cannulas belonging to the same lot.